Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire removal difficulties occurred. The target lesion was located in the right perineal artery. After a 300cm angled tip v-14¿ controlwire® crossed the lesion, a non-bsc balloon catheter was advanced over the wire. However, the wire and the balloon catheter got stuck. Subsequently, both devices were removed together from the patient and a choice pt guide wire was used to complete the procedure. No patient complications were reported and the patient's status was fine.